Event description:
Paramedics used the device to deliver a countershock to the pt diagnosed with a shockable arrythmia. Various medications were administered to the pt, who continued to be unresponsive. Pacing therapy was attempted as a final effort at resuscitation. Reportedly, when the pacer current was adjusted to 60ma, the pacer shut off. This allegation was based upon the observation that pacer start/stop switch had to be pressed again to adjust current. The pacer reportedly shut off with the next atttempt.